Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00049 thru 3003853072-2019-00053.

Event description:
It was reported that the threads of five blockers were damaged during surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report four of five for this event.

Manufacturer narrative:
The returned blocker was evaluated and the threads were found to be stripped in a manner consistent with cross-threading the blocker into the mating pedicle screw during installation. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the threads of five blockers were damaged during surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report four of five for this event.